Event description:
Consumer claims to have had ear pierced with the inverness ear piercing system at a retail vendor in 1998. Patient sought medical treatment for an infection at the ear piercing site 7 days later. At this time an oral antibiotic was prescribed. Returned for medical treatment 6 days later when an incision and drainage was performed and another oral antibiotic was prescribed. Three days later another incision and drainage was performed and oral antibiotics were continued.